Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump piston does not stop when it comes in contact with the reservoir. The customer also indicated that there are cracks near the reservoir compartment. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken reservoir tube lip, and a missing end cap sticker. The pump was received with currents within specification.